Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. In addition, it was reported that the pump shut off unexpectedly. Customer declined troubleshooting with tandem technical support for this issue. There was no reported impact to customer's blood glucose level.